Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a foreign object in the infusion set package was inconclusive because of the opened state of the package. The product returned for evaluation was one 20ga x 0.75¿ huber plus safety infusion set. The sample was received in its original opened package. A white plastic cylinder was also received in the opened package. The cylinder appeared discolored on one side. The cylinder measured 1.5cm in length. Microscopic inspection of the plastic cylinder revealed black marks near the discolored end. Machining marks were observed along the length of the cylinder. While a foreign object was returned within the infusion set package, the opened state of the package prevented determination of its original condition. Photographs of the sample, including the plastic cylinder have been forwarded to the manufacturing site for potential identification.

Event description:
It was reported that a white plastic piece was found in individual packaging container when opening the package. There was no reported patient involvement.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recr0707 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a white plastic piece was found in individual packaging container when opening the package. There was no reported patient involvement.